Event description:
Have had 4 pt skin injuries occur in front of surgical incision line which were originally thought to be abrasions or skin tears, but then determined to be burns- likely from zeiss neurosurgical microscope. Neurosurgeon believes the microscope light is overheating. He has used this equipment for same procedures multiple times with no problems prior to (B)(6) 2010. The skin injuries were round, and 2-3 cm in width initially. Microscope: ziess fse opmi pentero microscope. Event abated after use stopped or dose reduced: yes.

Event description:
Have had 4 pt skin injuries occur in front of surgical incision line which were originally thought to be abrasions or skin tears, but then determined to be burns- likely from zeiss neurosurgical microscope. Neurosurgeon believes the microscope light is overheating. He has used this equipment for same procedures multiple times with no problems prior to (B)(6) 2010. The skin injuries were round, and 2-3 cm in width initially. Microscope: ziess fse opmi pentero microscope. Event abated after use stopped or dose reduced: yes.

Event description:
Have had 4 pt skin injuries occur in front of surgical incision line which were originally thought to be abrasions or skin tears, but then determined to be burns- likely from zeiss neurosurgical microscope. Neurosurgeon believes the microscope light is overheating. He has used this equipment for same procedures multiple times with no problems prior to (B)(6) 2010. The skin injuries were round, and 2-3 cm in width initially. Microscope: ziess fse opmi pentero microscope. Event abated after use stopped or dose reduced: yes.

Event description:
Have had 4 pt skin injuries occur in front of surgical incision line which were originally thought to be abrasions or skin tears, but then determined to be burns- likely from zeiss neurosurgical microscope. Neurosurgeon believes the microscope light is overheating. He has used this equipment for same procedures multiple times with no problems prior to (B)(6) 2010. The skin injuries were round, and 2-3 cm in width initially. Microscope: ziess fse opmi pentero microscope. Event abated after use stopped or dose reduced: yes.